Event description:
Additional information: it was reported the patient almost fainted. Two days later it was reported the patient was ¿delirious and was passing out.¿

Event description:
It was reported that following a pump replacement the patient presented to the emergency room (ER) twice. The patient was first admitted to the ER and released back to the rehab facility; however, the rehab facility did not believe the patient was improving and the patient was transported back to the ER. The ER diagnosed the patient with renal failure. The patient was hospitalized, and when stable, was sent back to the rehab facility. The patient was scheduled to see the attending neurologist the morning of the report. The reporter noted that they were told by the physician that kidneys are not affected by baclofen. It was later reported by the healthcare provider that the cause of the event was due to an ''infected right-sided intrathecal baclofen pump'' and that there was no renal failure. The pump was explanted on (B)(6) 2012. The patient showed purulent drainage from an open abdominal wound. The patient was hospitalized. The patient outcome was reported as ongoing. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot # j0058170r, implanted: (B)(6) 2001, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's pump was removed because of (B)(6) infection. There was wound dehiscence and purulent discharge surrounding the pump when they removed it. It was noted that they left the catheter in place because the cerebral spinal fluid (csf) fluid was negative for infection. The patient was treated with vancomycin. The (B)(6) treatment was what provoked the renal failure although it was unclear of the etiology of the localized abdominal (B)(6) infection. It was reported that a sedimentation rate and (B)(6) protein were performed and were found to be normal. It was indicated that they will not attempt to place a new pump until the patient had been off of antibiotics and infection free for a minimum of one month. The pump was sent to pathology.

Manufacturer narrative:
(B)(4).